Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, stent damage occurred. The lesion was located in the highly calcified and tortuous distal right coronary artery (rca). Due to the calcification at the ostium of the rca, another manufacturer's stent was deployed at the lesion entrance. A guide catheter was attempted to be advanced through the severely tortuous mid rca but failed to fully cross the lesion. Plain old balloon angioplasty was attempted; however, the 2.75mm x 24mm liberte' failed to cross the previously placed stent at the ostium of the rca. The liberte' stent delivery system was pulled back into the guide catheter. Upon removal, the edge of the stent was "lifted up" and the procedure was ended. No patient injuries or complications were reported. Patient status is reported as "fine".